Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial under sensing on the right atrial (ra) lead. It was noted that the patient was in atrial arrhythmia. It was further reported there was an incident of high threshold on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.